Event description:
A customer reported a system message displayed during a procedure. The system was rebooted several tims, but the message remained. The case was completed using an alternate system. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system was able to replicate the reported event. The footswitch interface printed circuit board (pcb) and footswitch cable were replaced. The system was then tested and met all product specifications there was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).